Event description:
Related manufacturer reference number: 2017865-2022-14277. It was reported that the patient presented for a scheduled right ventricular(rv) lead revision procedure for unknown reasons. During the procedure, the rv lead repositioning attempt failed as the helix would not extend. The lead was explanted and replaced. When connecting the new lead on the implantable cardioverter defibrillator, the device set screw would not tighten. The device was explanted and replaced. The patient condition was stable post-procedure. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead revision procedure was initially scheduled due to lead cardiac perforation.

Manufacturer narrative:
The reported event were perforation and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be extended, stretched, bent, and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage and the helix stretched/bent at the helix region. The cause of helix mechanism issue was isolated to the helix being stretched/bent, clogged with blood, and over-torque of the inner coil.